Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in this patient with a functional bicuspid valve, there was moderate paravalvular leak (pvl) noted. A balloon aortic valvuloplasty (bav) was performed. Immediately after the bav, the electrocardiogram (ECG) showed complete heart block (chb). A permanent pacemaker was successfully implanted with no adverse patient effects reported. Echocardiogram completed two days post implant showed no pvl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).